Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact, appears likely. An impact is mentioned in the user's report; however to confirm an exact root cause of failure an investigation of the explanted device is necessary. The concerned device has been explanted, but despite several requests the device has not been received.

Event description:
The recipient stopped responding to sounds after having a fall which resulted in a trauma to the implanted area of the head. The user has been re-implanted on (B)(6) 2017. Despite requested, the explanted device has not been made available for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient stopped responding to sounds after having a fall which resulted in a trauma to the implanted area of the head. The user has been re-implanted on (B)(4) 2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation at the explanted device is necessary. No date for surgery has been made available yet.

Event description:
The recipient stopped responding to sounds after having a fall which resulted in a trauma to the implanted area of the head. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient stopped responding to sounds. The patient suffered from a trauma.